Event description:
Add'l info rec'd from MFR 12/03/03: the facility chose not to return the device for baxter for evaluation. The facility informed baxter they were going to have a third party perform an evaluation of the device. On december 1, 2003, after multiple requests to obtain these third party evaluation results, baxter was informed that the rental company who actually owns this device performed their own evaluation and baxter obtained a copy of these results. The evaluation findings are as follows: this pump was isolated and evaluated in accordance with the MFR's specifications. Under testing conditions, the pump was determined not to be fully functional. Although the second channel operated completely within the MFR's specifications, the first channel of the pump could not be tested. The safety clamp on the tubing did not open and the channel would not deliver. The pump provides a constant occlusion alarm and completely failed to deliver. Per the facility's controller, no add'l evaluation is being performed on this device. In 2003, the info received by baxter from the facility was that the rental company is holding the device in lock-up isolation until such time as the facility authorizes the rental company to repair and release it.

Event description:
0130 hung heparin bag 500cc at 16 cc/hr (800 u/hr). When checked bag amount at 0330 the bag had completely infused. Checked amount and rate per hour on IV pump. Machine malfunctioned. IV pump was set at 16 cc/hr and indicated it had 465 cc left to infuse but bag was completely empty.